Event description:
It was reported via remote monitoring that this device was likely depleting prematurely. The battery showed 59% remaining in (B)(6) 2020 and 15% remaining battery in (B)(6) 2020. A review of the data by engineering noted that the device battery usage was increasing abnormally and the device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported via remote monitoring that this device was likely depleting prematurely. The battery showed 59% remaining in (B)(6) 2020 and 15% remaining battery in (B)(6) 2020. A review of the data by engineering noted that the device battery usage was increasing abnormally and the device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported via remote monitoring that this device was likely depleting prematurely. The battery showed 59% remaining in (B)(6) 2020 and 15% remaining battery in (B)(6) 2020. A review of the data by engineering noted that the device battery usage was increasing abnormally and the device was malfunction and should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. No adverse patient effects were reported. This device remains implanted at this time.